Event description:
It was reported to philips that the device gave an error indicating the generator had an issue with a short circuit, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a neurovascular procedure was continued when the issue happened. The procedure was completed as planned. The remote service engineer (rse) inspected system remotely and found the generator had an issue with a short circuit. After reviewing log file rse found there is an error on converter 2 (cathode) short circuit detected. Upon troubleshooting fse lubricated the anode and cathode at the tube end. After the fse lubricated the anode and cathode at the tube end, the system was returned to use in good working order. The codes were updated based on the investigation outcome.